Event description:
On (B)(6) 2025, a patient (pt) in japan experienced eye pain, redness, and photophobia that persisted after wearing acuvue oasys®1 day with hydraluxe¿ technology brand contact lenses (cls) in (B)(6) 2025 (exact event date is unknown). The pt visited an eye care professional (ecp) and was diagnosed with iritis in the left eye (os), the pt was prescribed fluorometholone ophthalmic suspension 0.1% (4 times a day), sanbetason (6 times a day), and mydrin-p (2 times a day) and was instructed to discontinue wearing cls. The pt reported being unable to wear cls "for about 4 months." The pt visited the ecp again in (B)(6) 2025 (exact date not provided) and was "not completely cured yet." The pt was instructed to reduce the frequency of fluorometholone ophthalmic suspension 0.1% to twice a day, morning and evening, and was advised that the pt could resume wearing cl. The pt was asked to follow up in one month. The pt visited the ecp "multiple times since (B)(6) 2025;" however, specific dates were not provided. The pt declined further interviews and contact. No additional information has been received. No additional information is expected. This os iritis event is being reported as worst-case as the pt¿s diagnosis and treatment could not be verified with the treating ecp. The date of the pt¿s event is being recorded as (B)(6) 2025 as the exact event date is unknown. The suspect os lot number is unknown. The os suspect cl was discarded. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed, as appropriate.